Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. The shock impedance has been gradually increasing over the past year which is indicative of physiological changes. Boston scientific technical services (ts) recommended further evaluation including isometrics, pocket manipulation, and potentially commanded shock tested. The plan is to evaluate further at the patient's next scheduled appointment. This product remains in service. No adverse patient effects were reported.